Manufacturer narrative:
The console was received and the reported complaint was duplicated. Upon investigation, it was found that the vent valve cable came off. This may have happened over time leading to the disconnection. A 3m retainer clip was installed and the connector was reseated. The console was reassembled and tested and it passed all operational verification tests. This console was manufactured in 2008. Consoles manufactured after april 2013 have 3m retainer clips installed to prevent this issue.

Event description:
A report was received regarding alleged issues encountered during use of the console. The report states that the console had a popping vent valve and an "unknown error" which required the console to be switched out. There were no reported patient complications.